Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt suffered a fall, unrelated to our device. The pt's ipg subsequently tilted and led to inability in charging. The pt's ipg went into hibernation mode. The physician performed a pocket revision. During the revision the physician placed a piece of mesh and repositioned the ipg to lay it flat. The pt's ipg was successfully taken out of hibernation mode by a series of charging instructions. The ipg is successfully charged and the pt is not having any difficulty charging.